Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic colorectal surgery, the green button can be pressed but the handle could not be squeezed, the device did not fire. Another reload was used to complete the case. There was no patient harm.